Event description:
Pt reported that their back to back test readings on their ss meter were 130 and 169 mg/dl. Tests were done within 10 minutes of each other using the same finger stick. Pt did not have supplies to do control test. Lfs representative reviewed qc procedures. The meter was replaced. There was no allegation of harm.